Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 02/18/2011 to the present date 10/27/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device had a cracked plate under flange. No patient involvement was reported.